Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with possible high voltage circuit damage. The patient received an inappropriate shock for atrial fibrillation. The device experienced a return to sinus and no more charges were requested. The patient is no longer indicated for an ICD. The device was programmed to pace only, high voltage therapies have been disabled and the patient was released and sent home. No further intervention is planned and the device is not planned to be explanted.

Event description:
New information received notes that the device was explanted and replaced. No further information.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of inappropriate hv therapy was confirmed via device image. The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench and damaged hv output transistors were observed. The transistor damage was caused by hv delivery into a low impedance load. The cause of the output anomaly was due to delivery of hv therapy into low impedance loads.